Manufacturer narrative:
It was reported that the annuloplasty ring was explanted due to a failed initial attempt to repair the mitral valve. This is a procedure-related event, and is unrelated to the device. It should be noted that the subsequent complications (hemodynamic instability requiring coronary artery bypass graft and subsequent implant of an intra-aortic balloon pump) can also be attributed to the procedure (specifically, the ligation of the circumflex coronary). Based on the information provided, no device issue has been identified.

Event description:
A mitral valve repair was performed using an annuloflex af-834 annuloplasty ring. Saline testing following the initial attempt to repair the valve revealed that the valve was coapting too far anteriorly. The annuloplasty ring was therefore removed, and a new annuloflex af-824 was implanted. The second repair was successful. The mitral valve was functioning normally with trace insufficiency, and no aortic insufficiency was observed. There was no systolic anterior motion. However, after weaning from bypass, the patient deteriorated hemodynamically due to ligation of the circumflex coronary artery. The procedure was converted to sternotomy and CABG was performed. An iabp was ultimately implanted and the patient was transported to intensive care in critical condition.

Manufacturer narrative:
Disposition not presently known.

Event description:
An annuloflex af-834 mitral annuloplasty ring was implanted and explanted on (B)(6) 2019. The device was replaced with another annuloflex ring of the same size.